Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06185; related manufacturer reference number: 2017865-2021-06193. It was reported that the patient was admitted to the hospital for septicemia. The patient was observed to have a pocket infection at the implant site of the implantable cardioverter defibrillator. The device, right ventricular, and right atrial leads were explanted. The patient was in stable condition.